Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2021. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implantable cardioverter defibrillator (ICD) replacement procedure, an alert was triggered due to non-sustained episodes and short v-v intervals on the right ventricular (rv) lead. No oversensing could be elicited with patient maneuvers and pocket manipulation. The rv lead remains in use. No patient complications have been reported as a result of this event.